Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Erosion and a seroma are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. No add'l info has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." Device labeling addresses the reported event of a seroma as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 2% of study pts included: seroma."

Event description:
Health professional reported the access port from a lap-band device was explanted because the pt had developed an infection and seroma around it. The seroma did not respond to the antibiotics, so the surgeon performed a culture, which showed mycobacteria. The pt received three courses of the doxycycline and two courses of the levaquin but the infection did not respond to the antibiotics. F/u findings: the surgeon believes the infection and seroma were device-related based on the infection results. "Two weeks after the pt came in for a f/u visit, the dr saw a seroma" on the port site. The access port was explanted and not replaced. F/u findings: culture of the infection noted (B)(6) and aerobic bacteria-acid fast bacilli isolated. The surgeon stated that it was "not a typical infection normally seen on the skin. It was the same bacteria that comes from (B)(6)." The surgeon believes is something that would have come from the device, being a foreign object. A gastric bypass was performed after explant of the system.